Event description:
It was reported that a patient underwent a bilateral breast mastopexy surgery on (B)(6) 2021 and suture was used. During the procedure, the thread fully detached from the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Doctor used another thread of the same code. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.